Event description:
A patient reported they were not able to test on meter. Their meter allegedly would only display clean test area. The result on their meter was 209 mg/dl last time the patient got a reading. Treatment was insulin based on how the patient feels since meter will not work. No further information has been reported.